Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned for investigation. The customer retaining the product. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on (B)(6) 2021 that the verse correction key interlocked with the screw placed at the left sided l5 and broke due to the interlocking. The thread of the screw also broke as a result and had to be removed and exchanged. A metal chip was removed during removal. The same thing happened on the right side but the screw did not break and remained in the patient. The verse correction key was removed and exchanged four (4) times during the procedure and one (1) screw was replaced during the procedure. This resulted in an twenty (20) minute delay. This report is for one (1) verse correction key. This is report 4 of 6 for pc (B)(4).